Manufacturer narrative:
D4: unique identifier (UDI) #:: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (B)(4) and serial number (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell when being transferred with a likorall overhead lift. The patient went to the hospital and received 30 sutures to the right side of their head. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated on-site by a qualified baxter technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Unspecified testing was performed and the device performed according to product specifications. The technician reported the patient ¿fell backwards and that the event was caused by user error of one of the staff members;¿ however, the user error was not further specified. The reported condition was verified; however, the cause of the event is unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.